Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) during automatic threshold testing following implant. It was reported that the pacesafe feature was programmed on in this pacemaker, however, during automatic threshold testing, the loc was not recognized by the device, and no backup pacing was delivered. The test continued to decrement losing capture on each cycle. The loc occurred on 5 beats in a row lasting for approximately 4 seconds with junctional beats at 32 to 35 beats per minute (bpm). The patient was pacemaker dependent. The patient was reported to be obese, and chest x-rays were performed and a clear loss of slack was noted in the rv and right atrial (ra) leads. There was no evidence of a lead dislodgement. The loc was unable to be reproduced with postural testing and patient movements. The rv automatic threshold testing was programmed off, and a fixed output was programmed. Technical services (ts) discussed the potential of threshold impacts if additional rv lead slack is lost. The patient was monitored in the hospital overnight and was discharged the following day. No additional adverse patient effects were reported. This device remains in service.